Event description:
Related manufacturer reference number: 2017865-2023-45246. Related manufacturer reference number: 2017865-2023-45247. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, and fracture on the atrial (ra) lead. It was then noted that the patient passed away due and not know if it was related to the pacemaker or right ventricle (rv). No additional information was reported.

Manufacturer narrative:
Correction: b5: correction to wording.

Event description:
Related manufacturer reference number: 2017865-2023-45246, related manufacturer reference number: 2017865-2023-45247. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, on the right atrial (ra) lead, fracture was suspected. It was noted that the patient passed away later due to unknown cause. There is no known allegation from a health care professional that suggests that the death was device related. It was noted that the patient had chronic liver disease and lymphedema.